Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a procedure, the tibia shaft broke during the insertion of utn/ctn nail. The medullary canal was reamed 1.0mm to 1.5mm larger than diameter of the nail with a competitors reamer. It was reported that this occurrence is related to an insufficient drilling of the medullary canal. No further information will be provided at this time.

Manufacturer narrative:
Additional narrative:without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.(B)(4): placeholder.